Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. For this report the returned sample was visually inspected and was found to be nonconforming. The hub appeared smashed and the slit on the septum was overlapping. The final lot was identified. A device history record review for the lot was conducted. It is unknown how or when the sample became damaged because it was returned opened. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported leaky trocar valves during an unknown quantity of vitreoretinal procedures. The procedures were completed without consequences to the patients.